Manufacturer narrative:
Evaluation summary: the reported event that the implant expanded too early could not be confirmed since the returned device is conforming to specifications and is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the current op technique reads: the implant has to be stored under 0°c (32°f) for a minimum of 2 hours before implantation. The implant has to be taken out of the freezer only after site preparation is complete and ready for implantation. The implant is designed to recover its shape progressively after implantation, to adapt its opening to patient anatomy. Based on investigation results, this case could be classified as a non issue (implant fully functional). A mismanagement of the temperature should be the root cause of the event. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the article has opened before the intigration. The chain of cold storage units wasn't interrupted.